Event description:
It was reported that; original surgery in 2010 due to pinched nerve. Bone and two discs replaced - "stryker vboss cage 14mm x 22 (0 degree endcaps on both ends), reflex-hybrid plate, and screws" implanted. Initially went in with pain and was told pain would diminish after surgery; has been on disability ever since, wakes up with pain at the implant site every morning. After original surgery found out nerve was still pinched and went for second surgery in 2011; c5-c7 foraminotomy, hemilaminotomy. Went for second opinions when experiencing pain after second surgery - neurosurgeon, pain management, etc. Pain management wanted to kill nerves in neck, but patient was not comfortable having that done.

Manufacturer narrative:
Method: device not returned and no lot code information provided. Results: device not returned for evaluation. Device history review could not be performed as no lot code information was provided. Conclusion: based on the reported event and medical records review, the root cause of the reported event is patient factors. No device specific failure mode was reported nor identified during the investigation.

Event description:
It was reported that; original surgery in 2010 due to pinched nerve. Bone and two discs replaced - "stryker vboss cage 14mm x 22 (0 degree endcaps on both ends), reflex-hybrid plate, and screws" implanted. Initially went in with pain and was told pain would diminish after surgery; has been on disability ever since, wakes up with pain at the implant site every morning. After original surgery found out nerve was still pinched and went for second surgery in 2011; c5-c7 foraminotomy, hemilaminotomy. Went for second opinions when experiencing pain after second surgery - neurosurgeon, pain management, etc. Pain management wanted to kill nerves in neck, but patient was not comfortable having that done.